Event description:
Customer follow up revealed of cassette not attached on cadd solis vip pump had no patient involvement. Device evaluation has been completed.

Manufacturer narrative:
Investigation results have been completed and finalized on smiths medical cadd solis vip pump. The cassette not attached properly complaint in the event log alarmed was verified on 08/30/3019. Physical condition on outer aspect of device revealed tamper seal missing and damaged lens. Evaluation functional test did no verify or catch malfunction but visual inspection cought it. Dso sensor was out of calibration due to contamination. The dso sensor was replaced and device passed all functional and delivery test.

Event description:
Information received cadd-solis vip pump cassette is not attaching. No adverse patient events reported.